Event description:
On (B)(6) 2012, it was reported that this vns patient was experiencing severe neck pain, facial numbness, and "something about her wires" per the patient's primary care physician. The patient did not currently have a neurologist. The patient had been referred to a surgeon. Attempts for additional information have been unsuccessful. A battery life calculation on (B)(6) 2012, showed negative results to eri=yes

Manufacturer narrative:
Analysis of programming history.